Event description:
Customer reported her insulin pump is cracked. A piece of the reservoir compartment just broke off. Customer's blood glucose is 150 mg/dl. She is unsure how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device received with minor scratched display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, missing end cap sticker, and missing reservoir tube o-ring. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).